Event description:
A user facility reported to olympus that a "b30" error message occurred every time a connection was attempted. The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated or confirmed. The returned device was tested with multiple scopes and an olympus, cv-190 video processor; no fault was found with error b30. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event (including sections e2 & e3) but with no results. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and the phenomenon not being reproduced, the cause of which was unable to be identified. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.